Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 2 of 2. This is a non-us event. This occurred in canada. Consumer reported via e-mail that upon removal of a tampon the pledget fell apart. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.